Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon tried to put the articular suface into the patient but it would not click into the tibial tray. The surgeon tried about four times, checking there was no debris or deformation in the way, but it still would not seat. Another articular surface of the same size was used to complete the procedure.